Event description:
It was reported that prior to a procedure at the user facility the core micro drill was running faster than the expected speed. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have evidence of third party repair, which is the probable cause of the reported event. The device was repaired and returned to the user facility.